Manufacturer narrative:
The reported events of premature separation and failure to align were confirmed. As received, a catheter was returned in one piece with blood noted at the distal cap. Final analysis found the tether control knob was in aligned position, but the bullets were misaligned and the tethers in this region were found bent. X-ray examination found one of the tether wires slipped inside the release tether screw as received, which could have contributed to the events reported. No further anomalies were detected.

Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the procedure, the lp prematurely separated from the delivery catheter. Upon inspection, it was found that the tethers on the catheter could not be aligned properly. The procedure was completed using an alternate delivery catheter. There were no patient consequences.